Event description:
Sensor did a self check and said to replace as it didn't meet abbott's guidelines for continuing to monitor glucose. I'm not even sure how this is even made it to being a product as it's unsafe and will kill someone.